Manufacturer narrative:
B3: date is estimated; month and year are valid. Model #: 3116 (s/n: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that states having device removed but the doctor left a clip still in the stomach. Agent reviewed model numbers. Patient states everything has been explanted due to having an infection sept 2017, except for a clip that was left in the stomach . Patient states hcp did the implant and another hcp did the explant. Patient described the infection as a abscess and was filled up with puss.